Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, after the second band was deployed, the next band broke into two separate pieces. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was damaged.